Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received 3 appropriate treatments on (B)(6) 2018 from the lifevest. The patient was reportedly home alone at the time of the treatments. At 11:04:00 pm, the patient received a treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf). The patient's post-shock rhythm was bradycardia at 50 bpm with recurrent vf. At 11:04:29, the patient received the second treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole for 9 seconds transitioning to bradycardia at 20 bpm. At 11:08:07, the patient was treated for a 3rd time, the patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole for 10 seconds, and then the rhythm transitioned to bradycardia at 15 bpm. From 11:29:19 pm to 4:51:43 am, the patient's rhythm was bradycardia at 30 bpm transitioning to sinus rhythm at 90 bpm degrading to asystole. The device was shutdown at 4:51:43 am on (B)(6) 2018, while the patient was in asystole. There is no indication that a device malfunction caused or contributed to the patient's death. The equipment was returned and was found to be fully functional. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.